Event description:
A lead nurse reported that the surgeon experienced fluid/air exchange problems with the straight light pipe of the valve entry sys during surgery. The issue was resolved by ejecting the initial cassette/tubing and resetting with standalone. There was no pt impact. This is the second of three MDR's being filed for this facility. Additional info has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info has been requested but not received to date. (B)(4).